Manufacturer narrative:
Analysis of the pump battery found high resistance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was receiving 50 mcg/ml sufentanil at 0.304 mcg/day, 50 mcg/ml clonidine at 0.304 mcg/day, 2.5 mg/ml bupivacaine at 0.0125 mg/day, and 20 mg/ml morphine at 0.122 mg/day via an implantable pump for non-malignant pain and post laminectomy pain. It was reported that on (B)(6) 2016, the patient had a dye study done. The dye study was not being done for a problem, but because the patient was new to the physician. Two minutes after the pump was updated, there was a reset and a reset due to low battery confirmed in the logs. The pump was in safe state. On (B)(6) 2016, the patient was in the emergency room with withdrawal type symptoms. The pump was replaced that day.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. Conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.